Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy procedure using the ncircle tipless stone extractor and a flexible ureteroscope, the handle and mechanism broke after minimal usage. As described, the handle and basket would not open or close with mechanism. The wire snapped near the handle. A new basket was used to complete the procedure. In addition, it has been reported that no unintended portion of the device remained inside the patient's body. No additional procedures were required and there were no adverse consequences to the patient as a result of this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation extends the end of the basket sheath 5 mm. A visual examination noted the basket sheath assembly has been severed from the handle. With the handle in the open position, 1.5 cm of the severed cannulated handle protruded the nose of the male luer lock adaptor (mlla). There were kinks noted in the basket sheath at 13 cm from the distal tip of the basket sheath and again at 23 cm, 41 cm, 58 cm, 65.5 cm, 84 cm, 94 cm, and 107.5 cm from the distal tip of the basket sheath. The support sheath and basket sheath were found to be detached. It appears the device met resistance beyond its intended design. The device history record was reviewed and noted a non-conformance issue identified during production for three items in which the basket/grasper will not open/close. The items were scrapped. A review of complaints history revealed there are no other complaints associated with the complaint device lot number 8093373. The instructions for use (IFU) provides the following precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be non-functional due to sheath damage. The sheath of the returned device was kinked in several locations, and was separated near the handle. The kinks prevented the basket from moving within the sheath. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. With the available information, the exact cause of the failure is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.